Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 413.370s, lot: 1l62500, manufacturing site: (B)(4), release to warehouse date: oct 2, 2018, expiry date: sept 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, removal surgery was applied to the patient who underwent the primary surgery on an unknown date by using the lcp (locking compression plate) implants. The reason for the removal surgery was bone union was completed. During the surgery, the surgeon could not remove the screw per usual surgical procedure, therefore, he broke the screw and then removed the broken screw. The removal surgery was successfully completed with a less-than-30-minute delay. The patient was reported as stable. No further information is available. Concomitant device reported: lcp plate (part# 422.251s, lot# 1l48605, quantity 1). Unk - extraction instruments: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking head screw self-tapping 70mm. This is report 1 of 1 for (B)(4).